Event description:
It was reported by service report that the latch assembly was broken on the foot section. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot section latch assembly.